Manufacturer narrative:
Health effect - impact codes: f2301, f2303 . Article citation: lee, ian bs, et al. "Short-term outcomes of xen 45 gel stent ab interno versus ab externo transconjunctival approaches." J glaucoma. 2023 mar 13. Doi: 10.1097/ijg.0000000000002208. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient had a xen®45 gts implanted in the right eye. Patient would ultimately require a bleb revision for symptomatic nasal extension of the bleb soon after on an unspecified date. About 2 months after the initial xen implantation, patient ultimately underwent needling with mmc and had a second xen®45 gts implanted due to failure of the first one. Iop was well controlled until patient had to take a glaucoma medication starting post-op months 9-12. This literature article was previously reported under MDR ID #3011299751-2023-00040. This MDR is being submitted for specifically for this patient that was additionally provided by the author.